Manufacturer narrative:
The doctor provided patient information and additional information regarding the post-procedure incident. The additional information was received on march 9, 2016 by the manufacturer. No information was provided regarding the specific microtip lot number or console serial number used on the patient. The doctor provided the following information: five weeks post-procedure the patient was seen for sudden onset of pain in the right heel. The pain occurred after she returned to her normal athletic shoes without orthotics support. The fascia rupture was diagnosed by history and clinical exam. No MRI confirmation. Per the physician the cause was likely: surgeon related due to aggressive debridement (an attempt to promote attenuation and permanent resolution of fascia symptoms) and/or the patient was barefoot (unsupported) on a hard kitchen floor for a prolonged period of time, too soon after the procedure. The doctor documented there were no problems or abnormalities of the procedure or equipment.

Event description:
A distributor called and asked if a specific doctor had previously reported a tendon rupture. A review of complaint files found that the doctor had not reported this event. Per the information provided, the procedure was completed and then, at some point in time, while the patient was standing in her kitchen her fascia ruptured. It is not known if the doctor was alleging that the device caused the failure. The time between the date of the procedure and the reported rupture is also unknown.

Manufacturer narrative:
The manufacturer has made several attempts to obtain information regarding the incident from the distributor. Contact information was provided on (B)(6) 2015 and contact attempts are now being made directly to the doctor's office. Once additional information is obtained a supplemental MDR will be submitted.

Event description:
A distributor called and asked if dr. (B)(6) had previously reported a tendon rupture. A review of complaint files found that dr. (B)(6) had not reported this event. Per the information provided, the procedure was completed and then, at some point in time, while the patient was standing in her kitchen her fascia ruptured. It is not known if the doctor was alleging that the device caused the failure. The time between the date of the procedure and the reported rupture is also unknown. The manufacturer is working to obtain information regarding this incident.